Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the circumstances which caused the ins to turn off were the patient moving, and a new program was tried to resolve the issue, but the issue was not resolved. It was reported the cause was not known. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had a life of its own because it would go on and off on its own. The patient stated the noticed the ins turning on and off when they turned or did whatever. The patient reported they never slept with the ins turned on. The patient further noted they would see the healthcare provider to tweak the ins to address this issue of the ins turning on and off on its own. They also noted they wanted to possibly program the ins to cover their back, but noted the ins was not implanted to help with their back and stated the ins worked perfectly and they were a happy patient. No further complications were reported or anticipated.